Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no load set screen. Service evaluation verified the no load set screen. The cause was identified to be foreign particles on lower hook switch and therefore the lower auxiliary which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed no load set screen. There was no patient involvement. No additional information is available.